Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A dietician reported that all keypad buttons have been intermittently unresponsive for the past two months. She noted that the buttons click and spring back as expected when pressed. The dietician confirmed that the keypad is intact; stated that the pt wears the pump in his pocket; and noted that the pt drops the pump frequently. She reported that the pt has chosen to continue using the pump at this time.